Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the battery in relation to the reported event. The reported event was confirmed by visual analysis ¿ there was a small opening in the battery cable sheath. It does not appear that any of the wires inside the sheath are damaged. The battery passed functional testing with no problems. The reported event was confirmed. The probable root cause is accidental cutting of the cable sheath. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained about a small cut in their battery's cable cord. The cut was seen in the section where the cord curves. The patient confirmed that the battery was not previously dropped and that the cable was not tangled with any object. The battery was exchanged with no reported patient consequences. No further information was provided.